Manufacturer narrative:
According to the customer, "had the catheter come apart from the connector twice and the filter come apart from the connector twice. One of each was on the same patient. The filter itself does not leak. It is the connection to the connector that is the problem. The locking mechanism loosens very easily causing a leakage at that junction or it can come detached completely. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "had the catheter come apart from the connector twice and the filter come apart from the connector twice."